Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. One opened probe was received with a tip protector in a bag. The sample was visually inspected and found to be nonconforming with the needle slightly bent and the needle port bent forward. Functional testing could not be performed due to the needle port bent condition. The probe was disassembled, and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at the cutting edge and several other locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the reported cut failure due the needle port bent condition, which could be a potential contributor factor of the reported cut failure at the time the reported event was observed. The root cause for the observed needle port bent as well as bent needle is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes, and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. The reported cut failure was unable to be confirmed, and it appears that the observed needle port bent, and needle bent were due to excessive use of the probe by the user; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the vitrectomy probe did not cut correctly in core and shave mode and experienced retinal detachment during vitrectomy surgery. Pre-operatively the patient had a dense vitreous hemorrhage and many retinal tears, but no retinal detachment (controlled pre operatively with ultrasound). The surgery was completed after replacing the probe with another one.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).